Manufacturer narrative:
The reported event describes a patient who developed a corneal ulcer following the use of contact lenses that were reportedly improperly prescribed and did not fit correctly. Based on the available information, the event is considered likely associated with factors related to lens fitting and prescribing practices. A review of the relevant manufacturing and quality data did not identify any evidence of device malfunction, nonconformance, or manufacturing-related deficiency that could have contributed to the reported event. The product was manufactured and released in compliance with applicable regulatory requirements. At this time, no definitive causal relationship between the device and the reported event can be established. No CAPA is warranted based on the currently available information. The manufacturer will continue to monitor similar events through its post-market surveillance system and will reassess if additional information becomes available.

Event description:
Patient was given improper prescription for contact lenses that didn't fit correctly and is currently battling a corneal ulcer. Pt code: 1796. Device code: 1583. Ref report: mw5186372.